Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see the updates in sections h6 and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely due to a faulty printed circuit board. Olympus will continue to monitor field performance for this device.

Event description:
The user facility returned an asset evis exera iii video system center to the service center. During a standard inspection and estimation of the returned device, poor quality image with freezing and color distortion was observed. The customer did not report any problems associated with the device and there was no patient user injury or harm reported to olympus. This MDR is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned for evaluation. The evaluation uncovered an image issue with the device during an asset return inspection and repair. Outside of this observation, the device passed olympus functional standards. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.